Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm. The date of the event is an approximation. The patient experienced a skin reaction characterized by redness, discomfort, and the presence of pus at the needle puncture site. The reaction occurred on an unspecified day after sensor insertion and was reported to have developed around (B)(6) 2025. While using the dexcom sensor, the condition progressively worsened and was subsequently evaluated at a va clinic, where it was diagnosed as cellulitis. The patient was treated with a prescription course of oral antibiotics (specific medication and dosage not reported), taken twice daily for seven days. At the time of reporting, the patient¿s condition had resolved, and the affected area healed after approximately one week. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.